Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Weight: patient was reported as average weight, not obese. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician was attempting to access the common femoral artery to perform an interventional procedure. Reportedly, while the introducer sheath was being introduced into the artery it became entrapped with a previously deployed starclose clip. A cut down was done to remove the sheath and the clip and perform the index procedure. Hemostasis was surgically achieved. There was no adverse patient sequela. No additional information was provided.